Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech isolated the issue to the left foot brake caster. He replaced the brake caster to repair the stretcher.